Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Three years ago on an unknown date, patient in canada underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that patient had episodes of stoma skin infections over the past year. The stoma was infected in december and the patient took about 3 courses of antibiotics. Since the peg tube has been in place for three years, it was decided to change the site. On (B)(6) 2018, the peg-j tube was removed to heal the site and it did not look infected at that time. A nasogastric tube was inserted on the same day in order to avoid any interruption of duodopa therapy. On (B)(6) 2018, additional information indicated that the patient is still on antibiotics and the peg tube will be reinserted when previous site is completely healed.